Event description:
In a scientific publication, astoul bonorino 2015, "traumatic dislodgement of tibial polyethylene insert after a high-flex posterior-stabilized total knee replacement" it was reported that 32 weeks after primary tka patient complained of sudden onset of knee pain associated with restricted range of motion. Audible popping sound was emanated from a swollen right knee. Although no specific injury was reported, the patient referred that a week earlier he had suffered a half-meter fall from a bus with both knees held in semiflexion. Radiographs evidenced a subtle sign of a polyethylene tibial insert dislocation, apparently displaced anteromedially. Open surgery was then executed and insert was found to be totally dislodged from the tibial baseplate and displaced anteriorly. Femoral and tibial metal components were well fixed to bone and exhibited neither damage nor rotational deviation during intraoperative evaluation.

Manufacturer narrative:
It was reported from a literature study that during a revision surgery the insert was found to be totally dislodged from the tibial baseplate and displaced anteriorly. Femoral and tibial metal components were well fixed to bone and exhibited neither damage nor rotational deviation during intraoperative evaluation. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. The patient referred that a week earlier he had suffered a half-meter fall from a bus with both knees held in semiflexion. This traumatic injury might be a key factor to the reported event. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.